Event description:
Pt had decrease pulse oximetry. Tracheostomy tube was thought to have a leak in the cuff-shiley flexible tracheostomy tube with taperguard cuff size 8. Doctor made aware. He requested bronchoscopy cart and assist with changing tracheostomy tube. Regular shiley dct (size 8) placed in pt stoma at bedside without incident. Pt then bronched for secretions and to assess airway. MFR contacted about incident and they will investigate.